Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the suture snapped during knot tying. The anchor was left in the bone and a backup device was used to complete the procedure with a short delay of less than 30 minutes. No patient impact was reported.